Event description:
Pt details a burning sensation for a few hours and rash (pimples) appearance on her face. She went to her plastic surgeon, to describe the symptoms of laser marks and the burning sensation and hollowness in the face. She went in for a f/u with the drs who performed the laser procedure, and they were saying how nice the procedure results looked despite the pt stating otherwise. The pt states that she had a pretty good face that was about 80% and the laser procedure made it much, much worse.